Manufacturer narrative:
The lens was returned for analysis. The lens was returned in three (3) segments in the lens case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface segment with solution. The optic is torn/split-cut dividing the iol in two (2) and scratched/marked-rejectable. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the haptic appeared straight. Upon rotation of the lens once in the eye, a posterior capsular tear occurred. The lens was removed and a backup lens was implanted. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Updated information was received reporting the lens did not have a straight haptic. The lens was implanted and when the surgeon went to rotate the lens, the capsule tear occurred. The lens was removed and a vitrectomy was performed. A backup lens was used to complete the procedure.